Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not booting up. Review of the system log files showed system was down which indirectly indicates some malfunction related to host pc. Fse found the system was not connected to host pc on boot up. Fse assisted biomed with installing host pc after repair and performed functionality test without errors. No other issues found after repair and system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.